Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer problem: customer called reporting false negatives".

Manufacturer narrative:
This MDR should be considered cancelled. Further clarification determined that the customer did not receive false negative results. They were describing actual negative vials in there message and therefore no erroneous results were obtained.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer problem: customer called reporting false negatives".